Manufacturer narrative:
H6: a device deficiency was not identified, and the root cause of the reported events could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states that definitive contributing clinical factors cannot be concluded based on the information provided; however, a user technique cannot be ruled out. Patient impact beyond that which is reported cannot be determined. The status of the patient was communicated as ¿normal¿ with no further complications reported. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the eyelet where the suture was attached on the healicoil 5.5mm anchor broke, causing the suture to fall out. The anchor´s body remains secure inside the patient bone. The procedure was completed using a s+n back up device into an additional bone hole. There was a delay less than 30 minutes and no further complications were reported. The status of the patient was normal.